Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-07934. It was reported that balloon rupture occurred. The first target lesion was located in the heavily calcified left common iliac artery. After a non bsc stent was implanted in the lesion, a 9.0 x40, 75cm gladiator balloon catheter was advanced for post dilation of the recently implanted stent. The balloon was inflated however it ruptured at 12 atmospheres. A second gladiator balloon catheter was then used to successfully post dilate the stent. The second target lesion was located in the heavily calcified right common iliac artery. A non bsc stent was implanted in the lesion and a 10.0 x40, 75cm gladiator balloon catheter was advanced for post dilation. The balloon was inflated however it ruptured at 10 atmospheres. Another 10.0 x40, 75cm gladiator balloon catheter was used to post dilate the stent and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section of the device or with the profile of the markerbands. A longitudinal balloon tear was identified 2mm proximal to proximal edge of the proximal marker and extended 43mm distally across the balloon material. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-07934. It was reported that balloon rupture occurred. The first target lesion was located in the heavily calcified left common iliac artery. After a non bsc stent was implanted in the lesion, a 9.0 x40, 75cm gladiator¿ balloon catheter was advanced for post dilation of the recently implanted stent. The balloon was inflated however it ruptured at 12 atmospheres. A second gladiator¿ balloon catheter was then used to successfully post dilate the stent. The second target lesion was located in the heavily calcified right common iliac artery. A non bsc stent was implanted in the lesion and a 10.0 x40, 75cm gladiator¿ balloon catheter was advanced for post dilation. The balloon was inflated; however, it ruptured at 10 atmospheres. Another 10.0 x40, 75cm gladiator¿ balloon catheter was used to post dilate the stent and the procedure was completed. No patient complications were reported and the patient's status was fine.